Event description:
On (B)(6) 2016, the patient had knee primary surgery. On (B)(6) 2023, the patient had an additional surgery performed due to inlay locking screw unscrewing (left knee). The inlay locking screw was removed arthroscopically. On (B)(6) 2023, the patient underwent revision surgery of the left knee due to infection. Only the liner was revised. On (B)(6) 2023, the patient underwent a total knee revision surgery due to infection. The exact date of the surgery, the hospital, and the surgeon are unknown.

Manufacturer narrative:
Batch review performed on 11 febr 2025 (B)(4) items manufactured and released on 15-oct-2015. Expiration date: 2020-09-29. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: revised on 16th february 2023 gmk-sphere 02.12.0410fl tibial insert fixed sphere flex #4/10 mm l (k121416) lot. 155642 batch review performed on 11 febr 2025 (B)(4) items manufactured and released on 22-dec-2015. Expiration date: 2020-12-07. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Revised in (B)(6) 2023: gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot. 2206647 batch review performed on 11 febr 2025 (B)(4) items manufactured and released on 01-jun-2022. Expiration date: 2027-05-12. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot. 154444 batch review performed on 11 febr 2025 (B)(4) items manufactured and released on 25-nov-2015. Expiration date: 2020-11-09. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.